Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed motion sensor test failure. There were some motion sensor test failure alarms in the alarm history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motion sensor test failure alarm during rewind due to encoder out of phase. Device was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.